Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe tip broke. The following was received from the initial reporter: broken loer lok tip.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-sep-2023. One physical sample and multiple photos were provided to our quality team for investigation. Through visual inspection, the tip is observed to be broken off of the syringe. A device history review was performed for reported lot 2304714, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. There have been no changes in the material or process for manufacturing for this product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on our quality team's investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. It is possible the tip broke as a result of the force used to engage the device. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe tip broke. The following was received from the initial reporter: broken loer lok tip.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.